Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays. According to the review of the x-ray taken on (B)(6) 2017; the acetabular cup angle of inclination is approximately 42°, acetabular anteversion is approximately 37° as measured on the cross-table lateral view, the femoral stem is neutral and bones are osteopenic. Excessive acetabular cup anteversion is suggested, which is a risk factor for dislocation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were submitted for this event. Please see reports: 0002648920 -2017 -00581, 0001822565 - 2017 -06316, 0001822565 -2017 -06317. Concomitant products: p/n 00801803202 femoral head l/n 61035649, p/n 00630505032 liner l/n 60403132, p/n 00620205022 shell l/n 61063506, p/n 00771100610 stem l/n 60908609. The device was not returned for manufacturer evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left hip revision approximately nine years post-implantation due to instability, erosion of greater trochanter, adverse local tissue reaction, tissue damage, and elevated metal ion levels. During the revision procedure, the trochanter was found to be bald and devoid of any abductor musculature. Corrosion and black staining of the femoral head and trunnion was noted. The acetabular liner, locking ring, and femoral head were revised. The cup and femoral stem were noted to be well fixed and were not removed. Attempts have been made and no further information is available at this time.